Event description:
Patient with past medical history significant for marfan syndrome, s/p status post avr accelerated ventricular rhythm and aortic arch aneurysm repair, vsd ventricular septal defect closure, with non-ischemic cardiomyopathy with severe left ventricular dysfunction with ejection fraction 15%, s/p status post ICD implantable cardioverter-defibrillator implantation. Patient was undergoing re-do aortic arch aneurysm repair. During the surgery, patient became hypotensive, converting to junctional rhythm. Tee transesophageal cardiography demonstrated intracardiac air. Patient could not be resuscitated and died.